Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, result, and method codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (18 mg/ml at 9.807 mg/day) and clonidine (2520 mcg/ml at 1372 mcg/day) via an implantable infusion pump. It was reported that the pump started alarming and the patient had withdrawal symptoms. It was noted that their hands and legs were spasming and they experienced hot/cold flashes. The symptoms and patient's pain was controlled with oral medication. There were no environmental/external/patient factors that may have led or contributed to the issue. When the pump was interrogate the service codes 97 and 98 were displayed. The confirmed motor stalled pump was explanted and replaced. The issue was resolved and the patient was alive with no injury. It was noted that the explanted pup was in the possession of the hospital. No further complications have been reported as a result of this event.